Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.00/1.5/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Intraoperatively the lens was removed and replaced with a shorter length lens due to excessive vault. Cause of event was unknown.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm) claim# (B)(4).